Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer's blood glucose value was more than unknown. Customer stated that the reported insulin pump was unused. Customer stated that alarm occurred even though only the paring with the transmitter was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device unable to download, problem isolated to electrical board. Unable to confirm error 53 and error 63 due to download anomaly.